Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the controller remains in use.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation product event summary: two controllers were not returned for evaluation. Log file analysis revealed that the controllers contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the alarm log pertaining to the second controller did not reveal any alarms within the analyzed period. Analysis of the data logs pertaining to the second controller revealed a momentary disconnection involving a battery, prior to the reported controller exchange. A momentary disconnection will result in an audible tone. Log file analysis pertaining to the second controller also revealed multiple controller power-up events without motor starts were logged since 03-dec-2019, likely due to troubleshooting during the reported controller exchange. Log file analysis pertaining to the first controller revealed a controller power-up event without motor starts were logged on 03-dec-2019 at 06:35:28. Review of the event log file pertaining to the first controller revealed that, prior to the power up event, the controller last had power on 17-nov-2019. Additionally, review of the data log file pertaining to the first controller revealed that the controller was not in use prior to the controller power up event; the first data point was logged at 06:36:01 on 03-dec-2019, indicating that the power up event occurred during a controller exchange. Log file analysis pertaining to the first controller also revealed a controller power up event on 03-dec-2019 at 06:36:36. The data point recorded prior to the loss of power revealed that no power source was connected to power port one and battery was connected to power port two with 96% relative state of charge (rsoc). The data point recorded after the loss of power revealed that another battery was connected to power port one and the other battery was connected to power port two. The controller was without power for 30 seconds .in addition, analysis of the alarm log file pertaining to the first controller revealed two vad disconnect alarms logged on 03-dec-2019 at 06:35:33 and 06:36:41 indicating a physical disconnection of the driveline from the controller, most likely due to troubleshooting during the reported controller exchange. As a result, the reported alarm prior the controller exchange could not be confirmed; however, it is likely that the momentary disconnection was perceived as the reported alarm. The reported loss of power was confirmed. While the product was not available for physical analysis, the most likely root cause of the reported alarm event can be attributed to a momentary disconnection due to temporary corrosion of the controller-port/power-source pins. Based on log file analysis, the most likely root cause of the loss of power can be attributed to a controller exchange. Investigation of this event is completed, and the file will be closed. If new information is received, the file will be re-opened, and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the replaced controller also exhibited a loss of power and alarm. The controller was exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a loss of power to the controller. It was further reported that a day later the patient was awakened by an alarm. The patient performed a controller exchange. No patient complications have been reported as a result of this event.